Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/3/2022, it was reported by a sales representative via email that an ar-9236-02pp glenoid trial snapped. This was discovered during a procedure. Additional information received 1/4/2022: device broke while being removed from inside the patient during an anatomic total shoulder arthroplasty with apex and vaultlock procedure on (B)(6) 2021. All the broken pieces were retrieved and case was completed successfully without further issues.

Manufacturer narrative:
Complaint confirmed, the central peg was found to be broken. The od met specifications. The cause is undetermined, however a likely cause is user-applied mechanical forces.